Manufacturer narrative:
(B)(6). Concomitant medical product: catalog #: 00598004701, legacy tibial component stemmed constrained condylar knee, lot # unk. Unknown nexgen bearings. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being retained by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device retained by facility.

Event description:
It was reported that a patient underwent an initial right knee procedure on an unknown date. The patient complained of pain and the surgeon believed the tibia to be loose. Upon evaluation during surgery this was confirmed and the patient was revised due to loosening. The stem, augments, tibia baseplate, and a new insert was revised.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.